Event description:
The customer alleged that while changing the settings on the ventilator that no audible tone was heard during the keystrokes. The ventilator was then removed from service, with no injury to the pt. When the vent was powered back on in the biomed dept the alarm functioned. The alarm was found to have an intermittent problem. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device & replaced the alarm. The unit passed extended self testing. This report is not an admission by nellcor purittan-bennett that this device caused or contributed to the event alleged in this report.